Manufacturer narrative:
Device evaluated by manufacturer: no, lens implanted. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -18.0/+5.5/085 diopter, in the patient's left eye (os). The reporter indicated the lens had a refractive surprise. The lens remains implanted.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.7 vtimo13.7 implantable collamer lens, -18.0/+5.5/085 diopter, in the patient's left eye (os) and noticed refractive surprise. The surgeon repositioned the lens to adjust the error and this resolved the problem. (B)(4).